Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed for tpn (total parental nutrition) delivery, at a rate of 84 ml/hr, with a 1980 ml vtbi (volume to be infused), a 2 ml air sensitivity and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient reported an unspecified volume of air was noted in the tubing set distal to the cassette with no pump alarm. It was reported the patient disconnected the tubing set from the PICC (peripherally inserted central catheter) site and purging the air from the tubing set. Therapy was resumed using the same pump. There was no reported change in the patient's status and no delay in therapy critical to the patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.